Event description:
Per the clinic, the patient presented on (B)(6) 2025, with thinning of the skin overlaying the magnet component. Antibiotics were prescribed (type and duration not reported), and the magnet strength was reduced. On (B)(6) 2025, the patient experienced magnet extrusion. Explant and reimplantation is planned but has not taken place at the time of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient also experienced an infection at the magnet site (specific date not reported). The device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.